Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the device worked properly at first. After that, the blade did not extend from the sheath. It was unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/advance during the evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.